Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump was tested to be under infusing. With claves the accuracy reading was -8.66%, without claves, the accuracy reading was -6.54%, with the walkmed bag the accuracy reading was -2.29%, the mod test was 2.64%. And bench accuracy was 1.7%. There was no patient involvement.